Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs charger would not locate the scs ipg. Reportedly, the patient stopped using the device a year ago. The patient's scs ipg was deemed inoperable and would need to be replaced. Surgical intervention may be taken at a later date.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire system was explanted. No new products were implanted.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.